Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1806173, medical device expiration date: 2023-05-31, device manufacture date: 2018-06-04. Medical device lot #: 1807142, medical device expiration date: 2023-06-30, device manufacture date: 2018-06-20. Medical device lot #: 1806133, medical device expiration date: 2023-05-31, device manufacture date: 2018-05-31. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle had foreign matter in the syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with the affected samples. After the evaluation of the returned samples, bd confirmed the reported issue, and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. Based on the evaluation conducted, it is concluded that the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices. Although the percentage of slip agent in the product is established and controlled according to the bd product specifications, in order to reduce the amount of slip agent used, the amount of slip agent added to the syringe barrel has been adjusted to the low end of the specifications.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle had foreign matter in the syringe. No serious injury or medical intervention was reported.